Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (test strip vial #1 with lot number 24644631), is related to case with patient identifier (B)(6) (test strip vial #2 with lot number 24644631).

Event description:
It was reported the customer received the following results on the active system within 10 minutes: 340 mg/dl (test strip vial #1 with lot number 24644631) and 166 mg/dl (test strip vial #2 with lot number 24644631). No adverse event reported. Return of the suspect device was requested for evaluation.